Event description:
The customer reported, the unit powers up intermittently on ac power.

Manufacturer narrative:
(B)(4). The unit was evaluated at philips and the symptom could not be duplicated. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.